Event description:
The suture was being used on skin. No delay occurred and patient outcome was good. No additional patient data available.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of the same code-batch. We have received one closed sample to analyze this complaint. We have tested the knot pull tensile strength of the sample received and the result fulfild the requirements of the european pharmacopoeia (ep): xi= 1.23 kgf (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.21 kgf in average and 1.16 kgf in minimum and fulfilled ep requirements. Remarks: when working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the result of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that the thread broke easily."